Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information discovered during the investigation. Investigation summary: review of the device history record could not be performed as there was no harm or injury as a result of this complaint. Product examination found that one of the batteries had leaked and caused corrosion of the adjacent battery contact. This caused the unit to not function. This complaint is confirmed. The root cause of the reported event could not be specifically determined with the provided information. It cannot be determined how or when this issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during the surgery, this product didn't work at all since it was opened. Therefore, the surgeon used an alternative same product to complete the surgery. Investigation found the batteries were leaking. No adverse events were reported as a result of this malfunction.